Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 12-jun-2018 through aware date (B)(6)-2019. There were no other similar events reported during the searched period. The total beta hcg st aia-pack bhcg analyte application manual states the following: specimen collection and handling: serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives (red top tube). Store at 18-25°c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. Sst or gel tubes have not been validated. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Samples may be stored at 2° - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20° c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18° - 25° c) and mix gently. The sample required for analysis is 50 ul. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). The most probable cause of the reported event could not be determined. No further information could be obtained from the customer.

Event description:
A customer reported that during proficiency testing with american proficiency institute (api) survey samples for beta human chorionic gonadotropin (bhcg), two (2) events have failed with the aia-360 analyzer. The customer reported failing the last event of 2018 and the 2nd event of 2019. The customer failed api survey samples that were diluted. The technical support specialist (tss) verified that the customer freezes the api survey sample at the other facility across the town. The customer agreed to obtain the api survey samples and repeat the run the following week. The tss discussed proper dilution, sample preparation, and offline calculation. Tosoh has made multiple attempts to obtain additional information from the customer without success. With the limited information provided, it was not possible to establish a probable cause on this event.